Event description:
On (B)(6) 2021, the following information was provided to kci by the patient regarding last data transmission on (B)(6) 2021: the activ.a.c.¿ ion progress¿ remote therapy monitoring system was placed on hold allegedly due to a wound infection. On 20-oct-2021, the following information was provided to kci: on (B)(6) 2021, the patient's surgical abdominal wound allegedly emitted a foul odor and periwound edema, low grade fever, chills, with increased erythema and necrotic tissue. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was reportedly secure with no complications. Upon removal of the activ.a.c.¿ ion progress¿ remote therapy monitoring system, increased slough and eschar were observed in the wound bed. A wound culture exhibited mixed aerobic and anerobic bacteria with few (B)(6), and the patient continued the pre-existing oral antibiotic therapy regimens. The activ.a.c.¿ ion progress¿ remote therapy monitoring system was removed in order to increase the frequency of dressing changes and to control the exudate due to the worsening infection. The nurse could not determine if the activ.a.c.¿ ion progress¿ remote therapy monitoring system caused or contributed to the event as the activ.a.c.¿ ion progress¿ remote therapy monitoring system was reportedly successfully suctioning and removing drainage from the patient's wound. The nurse noted that the activ.a.c.¿ ion progress¿ remote therapy monitoring system may have increased the growth of anaerobic bacteria due to low oxygen to the wound for days and the dark moist environment could promote growth. On (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was re-applied, and the patient's condition had improved. On 03-nov-2021, the following information was provided to kci by the wound care center nurse: on (B)(6) 2021, a wound culture was performed that exhibited (B)(6). On (B)(6) 2021, the patient's wound was subsequently cultured and exhibited (B)(6). On 28-sep-2021, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6)2021, the device was placed with the patient. The patient declined to return the device; therefore, a device evaluation could not be performed.

Manufacturer narrative:
The activ.a.c.¿ ion progress¿ remote therapy monitoring system was not returned to kci. Based on the information provided, it cannot be determined that the alleged infection and necrotic tissue are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The patient had a pre-existing (B)(6) infection requiring antibiotic therapies prior to the activ.a.c.¿ ion progress¿ remote therapy monitoring system placement. Five days post activ.a.c.¿ ion progress¿ remote therapy monitoring system placement, a subsequent wound culture exhibited (B)(6) present in the wound, and the patient continued the pre-existing oral antibiotic therapy regimens. The nurse confirmed the activ.a.c.¿ ion progress¿ remote therapy monitoring system was reportedly secure with no complications. The patient declined to return the device; therefore, a device evaluation could not be performed. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions and treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. If a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Assess for osteomyelitis and, if present, treat accordingly. Clinical considerations: in case of suspect wound deterioration, the lead clinician should be notified, the wound should be clinically examined, and the plan of care reevaluated. The decision to resume v.a.c.® therapy should be made at the discretion of the lead clinician.

Manufacturer narrative:
MDR-3009897021-2021-00263 submitted on 05-nov-2021: section b1 adverse event and/or product problem: no selection was provided. Section b1 adverse event and/or product problem: adverse event. Based on the correction provided, kci's assessment remains the same; it cannot be determined that the alleged infection and necrotic tissue are related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.